Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive issues on (B)(6) 2026. The adhesive is failing and the cannula is slipping out the body. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.